Manufacturer narrative:
Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed.

Event description:
Additional information received from the healthcare provider (hcp) reported that the implantable neurostimulator (ins) was eventually replaced due to normal battery depletion. There was no patient death and he recovered without sequela. There was no additional information about the patient's previously reported therapy and impedance issues.

Manufacturer narrative:
Concomitant medical products: product ID 3387-40, lot# l57266, implanted: (B)(6) 1998, product type: lead. Product ID: 7495-51, serial# (B)(4), implanted: (B)(6) 1998, product type: extension. Product ID: 37642, serial# (B)(4), product type: programmer, patient. (B)(4).

Manufacturer narrative:
Analysis of the neurostimulator, serial #(B)(4), found the battery at normal end of life with telemetry and output okay. There was no significant anomaly. The ins was also connected to a known good lead and extension and the impedances came back normal.

Event description:
It was reported the patient experienced a shocking/jolting sensation and they had a loss of stimulation and therapeutic effect. The patient had less than 50 percent therapy relief and reduced benefit. Low impedances of 344 ohms were measured on the 1/2 bipolar electrode pair. The impedance of the 1/2 bipolar electrode pair was measured to be 689 ohms on (B)(6) 2014. X-rays and reprogramming was done. Follow up with the manufacturing representative indicated that the cause of the event was not determined. The impedance issue occurred after surgery and had not resolved. No lead fractures were noted on the x-ray. After reprogramming the patient was satisfied and receiving effective therapy. No interventions were reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow up report will be sent.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.